Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported fracture of the screw inside the implant. Attempting to remove it, implant collar has been fractured. Another implant has been placed. #13.

Manufacturer narrative:
Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, a fracture has been identified inside implant. This complaint refers to the specific device unknown biomet screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.